Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a biopsy on (B)(6) 2011 and suture was used. The patient presented with a pustual in the center of well healed incision. A culture was performed, however, no results available. The patient was prescribed antibiotics. There was no additional information.